Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A f/u report will be sent when device analysis is complete.

Event description:
The MFR rep reported during a lead replacement procedure the new lead provided no benefit (no stimulation) up to 10 volts. The new electrode was removed during test stimulation, and a different electrode was used which provided good results at 3 volts. The hcp felt there was a possible open circuit. In the lead. The lead was never implanted and was returned to the MFR for analysis. After the new lead was placed the pt was fine.